Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2005, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Post-operatively, films were sent to gore to evaluate the possibility of a type iii endoleak.